Event description:
It was reported that customer was admitted as an inpatient to hospital for diabetic ketoacidosis. Advised customer to care for her diabetes by injection per physician and to call back when pump is working to troubleshoot.